Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered a patient notification for upper out of range high voltage lead impedance. It is suspected the cause was a connection issue in the header with the supraventricular contraction connector. It is recommended to open the pocket, examine the lead, and then clean the connector and reinsert the lead. No further information is available.